Manufacturer narrative:
The vessel sealer instrument has not been returned to isi for failure analysis; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. A review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the sealing issue experienced by the customer. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal the patients tissue very well. Although, there was no report of any patient harm or adverse outcome, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument was taking longer to seal than normal. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) received the following additional information from the isi clinical sales representative (csr): the vessel sealer instrument was able to seal during the surgical procedure, the system did not display a message, the sealing cycle/tone was heard indicating the sealing cycle was complete, and tissue effect was observed during the sealing cycle. No post-op complications were observed. The procedure was completed successfully with another vessel sealer instrument.